Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure. At 80 percent deployment, a significant incomplete stent opening (iso) was observed. It was recaptured twice but it was not able to be mitigated so the system was removed from the patient's anatomy. Pre-bav was performed once again using a 24mm, non-abbott balloon. A second 27mm, navitor valve was selected for implant using a large flexnav ds. At 80 percent, iso was noted but it was observed to be improved than the first valve. Re-sheathing was performed; however, iso remained unchanged. It was positioned approximately at a depth of 4mm on the non-coronary cusp (ncc) and 2mm on the left-coronary cusp (lcc). Upon deploying, the valve migrated towards the aortic direction; post-implant balloon valvuloplasty (post-bav) was performed using a 22mm, non-abbott balloon. A 26mm, non-abbott valve was implanted successfully by performing a valve-in-valve procedure. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The implanter believed the cause of migration to be due to the iso. The patient was in a stable condition and transferred to post anesthesia care unit (paccu).

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.